Event description:
The customer reported that during a radio frequency ablation procedure, a burn was found on the patient's abdomen. The site did not specify if it was at the needle-insertion site. A metal guiding needle was in use at the time. The patient was seen by dermatologist, but they provided no information on if or what treatment was provided. They only said the patient was under observation. The site reported it was a 3rd degree burn, but not the size.

Manufacturer narrative:
The site has indicated that the device is not available for investigation. Though it was not identified if this burn was at the insertion site, it is possible, since they were using a metal cannula to insert the needle electrode, that energy may have been transmitted through the metal insertion needle to the skin surface. The IFU states: when using a metal cannula to aid in the insertion of an electrode, avoid burns by ensuring: the active tip and needle insulation extend beyond the end of the cannula. The active tip does not touch the cannula wall or other bare metal. Failure to do so will energize the cannula and cause unintended burns.